Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this right ventricular (rv) lead, increased threshold measurements and increased pacing impedance measurements were noted after pocket closure. The physician felt that the lead had perforated the heart wall. An additional procedure was performed. The physician did not want to put the patient at risk by explanting the lead, so the lead was surgically abandoned and another rv lead was implanted. No additional adverse patient effects were reported.